Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the reservoir lip ring was broken and the plastic on the insulin pump was broke. Customer's blood glucose level was 95 mg/dl. Troubleshooting was performed for damaged. The insulin pump will not be returned for analysis.